Manufacturer narrative:
On 21-aug-2020, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral capsular contracture. The relevant field has been updated. On 27-aug-2020, the product investigation was updated. Investigation summary: microscopic examination was performed, and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Investigation summary: device evaluation and investigation findings: upon receipt, the device contained clear gel. No foreign material was observed within the device, but gel was observed on the shell surface. During initial examination, a rupture was observed. The device was received in two pieces. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. Mentor products are 100% visually inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. As a result, the mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Based on the information reported and/or the product investigation, there is no evidence that the issue is related to the manufacturing process. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: rupture. Concomitant products: 475cc mentor memorygel breast implant ( catalog #: 3504754bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 550cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The diagnosis was confirmed during the replacement surgery performed on (B)(6) 2019. As a result, the implant was explanted and replaced with a 550cc mentor memorygel breast implant (catalog #: 3505504bc, lot #: 7595686-022) on (B)(6) 2019.